Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on field service evaluation, the reported issue of system reflected error 23024 on the endoscopic camera manipulator (ecm) was confirmed in that after the 23024 error on ecm, insertion axis was blocked, and reboot did not help. The fse replaced the ecm to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued and isi has requested to have the ecm be returned for evaluation; however, the device has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A procedure log review was performed. Per the review, the following was confirmed: a procedure was performed on system (B)(4). No image(s) and/or video clip(s) associated with this reported event were submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to an error pointing to the ecm not functioning properly. Complaint investigation confirmed that the fse replaced the ecm to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system reflected error 23024 on the endoscopic camera manipulator (ecm). The procedure was converted to a laparoscopic surgery and completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the procedure was converted to traditional laparoscopic surgery because of a malfunction of the camera arm. The conversion did not result in increasing port size incision or adding additional ports. The procedure was completed with no reported injury.